Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune ps fb insrt sz 2 8mm, 151640208; attune fb tib base sz 2 cem, 150600002.

Event description:
The patient was revised to address loosening of the femur at bone to cement interface. Depuy cement was used. It was also reported that femoral had subsided laterally. No trauma per patient. Doi: unknown; dor: (B)(6) 2018 ; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : DHR review. 0 non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however the other incident did not relate to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 8. By product family: 35 (9x depuy cmw 1, 8x depuy cmw 2, 9x depuy cmw 3, 9x endurance) .

Event description:
Medical records alleges pain, femoral bone fracture and disfigurement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> DHR review. 0 non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however the other incident did not relate to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 8. By product family: 35 (9x depuy cmw 1, 8x depuy cmw 2, 9x depuy cmw 3, 9x endurance). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.